Manufacturer narrative:
The lens remains implanted and is not available for investigation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the eye, the iol rotated out of position. The lens was repositioned. There was no reported patient injury. Additional information was requested but not received. This is event #1 of 2. Event #2 ref#0001313525-2024-00188.

Manufacturer narrative:
Additional information: b4, b5, g3, h2.

Event description:
Additional information was received indicating the date the repositioning was performed. Additional information was requested but not received.